Manufacturer narrative:
Reporting decision rationale: device(s) manufactured in a facility that does not manufacture devices for the us market. Per. Document # (B)(4), this device is sold outside of the us and is not similar to bd devices registered or sold in the us. The identified material #383746 are exempted per cbi-095.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y leaked, the patient was admitted to the hospital with a breast mass and underwent a mastectomy on (B)(6) 2025. An intravenous indwelling needle with a closed design to prevent needle stick injuries was used during the operation to administer anesthetic drugs. At 10:35, the patient's indwelling needle was connected to a fluid for general anesthesia induction. A small amount of fluid was found to be continuously leaking. Inspection revealed that the fluid was leaking from the indwelling needle port, so another indwelling needle was immediately used. This resulted in an extended anesthesia induction time and posed a safety risk.